Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer's blood glucose (bg) levels ranged between 500-600mg/dl. The customer performed supply changes and manual injections were administered to address the bg levels. The customer reported that typically no issues with the supplies in use would be identified during the occlusion alarms. Tandem technical support advised the customer to consult with their healthcare provider in regards to the occlusion alarms and educated the customer on the steps taken to troubleshoot the occlusions. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. During a follow-up, it was reported that the customer contacted their territory manager and the customer was to receive training on the pump.